Event description:
The univ of iowa hosps and clinics does statewide qa for the state of iowa's early defibrillation program for an emergency med tech program. Emergency med techs responded to a cardiac arrest on a 46 yr old. Upon arrival and hook-up of the lifepak 300, the pt was noted to be in ventricular fibrillation and a shock was not delivered. The svc attempted to reanalyze several times and the machine did not analyze the pt. Although the pt remained in ventricular fibrillation, a shock was never delivered. Physio-control qa dept was notified and the original tape was sent to them for review. Their review noted the machine to have not analyzed the pt, and the prompt stated to "attach defib cable". The MFR speculated that the machine detected unusually high impedance through the defib cable, leading the machine to believe that a 3-lead monitoring cable was attached, versus the defib cable. The analysis cycle is not allowed if the 3-lead cable is attached, therefore no analysis was ever done. The high impedance has yet to be explained. A staff cardiologist at uihc and expert on pt transthoracic resistance and defibrillation impedance, was consulted and reviewed the tape. He could come up with few possible explanations from the pt's perspective that could generate 300 + ohms of impedance. The defib electrodes used were within their expiration date, the pt was not particularly hairy, but was obese. An intermittent cable fault was discussed as a possibility, among other hardware related issues. A svc person checked this machine, was ok. This problem has not be identified before throughout uihc expericence in qa/qi of early defibrillation programs. Facility cannot explain this failure. MFR letter to rptr states, "thank you for returning the enclosed cassette tape for my review. I have also enclosed a printout of the entire recording for your records. As I described in my phone message to you yesterday, each time the operator pressed the analyze button, the attach defib cable warning message occurred. Along with this message, the operator should have noticed a flashing picture of a male torso on the monitor display. The occurrence of the attach defib cable when the analyze button is pressed is indicative of a high impedance connection to the pt. This message occurs when the defibrillator detects an impedance between about 300 to 5400 ohms after the analyze button is pressed. If the crew were using defibriilation electordes, some possible causes for this type of high impedance to occur would be dried out electodes, poor skin to electrode contact or contaminants on the pt's skin that would interfere with good electrical continuity."